Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device is not functioning as it is getting a "equipment disabled : system failure message. Remote support was provided, the device was evaluated with the customer. It was determined the processor assembly is defective. Replacement part was ordered and sent to the customer. Device remains at the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.